Event description:
The pt ((B)(6)) rec'd an scs system including an ipg on an unk date. It was reported that the pt was experiencing intermittent stimulation. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further issues were reported.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.